Event description:
Fragment of 6 cm long-guide wire, presumably from peripherally inserted central catheter (PICC) found during radiologic exam in right side of heart between atrium and ventricle. Unknown cause.